Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 24 occurred intermittently. Reportedly, a new cartridge was loaded to address the event. Customer¿s blood glucose value was 137 mg/dl.